Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that during use with the steerable guiding catheter (sgc), the handle was noted to be spinning which suggests that the hemostasis valve was broken. Additionally, returned device analysis found that the soft tip was torn. These issues have the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3 and challenging anatomy. After the steerable guiding catheter (sgc) was advanced into the left atrium, it was observed that the sgc handle was spinning during posterior and anterior movements, and was not stationary with the guide shaft. The decision was made to remove the sgc, and replace the device. After the first clip (60223u160) was deployed, it detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip (60720u275) was attempted to be placed for treatment, but the leaflets could not be grasped and the procedure was aborted. One clip was implanted, and the mr remained at 3. On (B)(6) 2016, it was found that the first clip completely detached from the valve, and was found in the liver artery, via x-ray. The patient is currently stable, and further treatment is being discussed. During returned device analysis, it was found that the tip of the sgc was torn. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis to abbott vascular (av). The reported unstable steerable guide catheter (sgc) handle was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Further assessment per site operating procedures was performed and a potential product deficiency was identified. Av determined that this is an isolated incident and there is no indication that a wider population of product is impacted. The performance of these devices will continue to be monitored.